Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("embedded in endo- and myo metrium.") In a 42 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. As concurrent condition the report mentioned pelvic pain since 2020. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced embedded device (seriousness criterion intervention required) and device expulsion ("embedded in endo- and myometrium."). The patient was treated with surgery (salpingectomy laparoscopic, essure removal hysteroscopy). The reporter considered device expulsion and embedded device to be related to essure administration. The reporter commented: as a result of essure, this plaintiff suffers from severe and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: final diagnosis: fallopian tubes, bilateral, bilateral salpingectomy: -fragments of fallopian tube, including one fimbriated portion. -medical device removal. Operative procedure: 1. Salpingectomy laparoscopic 2. Hysteroscopy 3. With essure removal clinical information: essure device pelvic pain no diagnosis found. Gross description: received in a single container are 3 pieces of pink-tan tissue with a fragmented fallopian tube. 1 of the fragment contains a coiled metal wire. This fragment is 3.6 x 1.5 x 0.8 cm. The coiled wire is 3.3 cm in length by 0.3 cm in diameter. An additional coiled wire is loose within the container. This wire is partially stretched and disrupted and is 8.3 cm in length ranging from 0.1 to 03 cm in diameter. Microscopic description: upon gross examination multiple unoriented fragments of fallopian tube were present, including 1 fimbriated portion. Also present are coils of wire consistent with the description of removal of essure coils specimen: bilateral fallopian tubes, essure coils quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-sep-2023: reporter information,medical history,lab data,indication,drug stop date added, event medical device removal updated to device embedded . Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("embedded in endo- and myo metrium.") In a 42 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. As concurrent condition the report mentioned pelvic pain since 2020. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced embedded device (seriousness criterion intervention required) and device expulsion ("embedded in endo- and myometrium."). The patient was treated with surgery (salpingectomy laparoscopic, essure removal hysteroscopy). The reporter considered device expulsion and embedded device to be related to essure administration. The reporter commented: as a result of essure, this plaintiff suffers from severe and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: final diagnosis: fallopian tubes, bilateral, bilateral salpingectomy: fragments of fallopian tube, including one fimbriated portion. Medical device removal. Operative procedure: 1. Salpingectomy laparoscopic. 2. Hysteroscopy. 3. With essure removal. Clinical information: essure device pelvic pain no diagnosis found. Gross description: received in a single container are 3 pieces of pink-tan tissue with a fragmented fallopian tube. 1 of the fragment contains a coiled metal wire. This fragment is 3.6 x 1.5 x 0.8 cm. The coiled wire is 3.3 cm in length by 0.3 cm in diameter. An additional coiled wire is loose within the container. This wire is partially stretched and disrupted and is 8.3 cm in length ranging from 0.1 to 03 cm in diameter. Microscopic description: upon gross examination multiple unoriented fragments of fallopian tube were present, including 1 fimbriated portion. Also present are coils of wire consistent with the description of removal of essure coils specimen: bilateral fallopian tubes, essure coils quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2020 she underwent medical device removal (seriousness criterion intervention required). Essure was removed on an unknown day of the same month. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: as a result of essure, this plaintiff suffers from severe and permanent iiijuries. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2020 she underwent medical device removal (seriousness criterion intervention required). Essure was removed on an unknown day of the same month. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: as a result of essure, this plaintiff suffers from severe and permanent iiijuries. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-jul-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.